Manufacturer narrative:
(B)(4). D6a: between nov 2011 and dec 2021. G2: foreign ¿ event occurred in australia g2: journal reference: ramasamy, b., abrahams, j. M., bunting, a. C., et al. (2025). Total hip arthroplasty for acute acetabular fractures through the replace-in-situ philosophy. The bone & joint journal, 107-b(8), 784-792. Https://doi.org/10.1302/0301-620x.107b8.bjj-2024-1232.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient experienced a revision for recurrent dislocations approximately four months post-hip procedure, on an unknown date. They underwent a head and liner exchange to a constrained option. Attempts have been made and no further information has been provided.